Event description:
It was reported that the patient with diabetes called to report that has been saving infusion sets that failed to adhere to his body, and after accumulating five and requesting replacements. The fifth infusion set simply fell off early. The patient reported that uses skin prep, allows it to dry, holds the inserter against his skin during insertion, and maintains pressure again before removing the applicator. The patient noted that still has skin-tac from previous device use and plans to try it for his next insertion. Infusion set was loose or leaking. There were a patient involvement and no patient harm or no patient injury.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.